Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014, to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient's father to test alert functionality and patient's father reported alerts were not functional. Dexcom has issued an rga for patient's father to return their device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output. The root cause was determined to be defective speaker assembly.